Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the package was found to have an improper sealing. The reported issue was detected during incoming inspection, by the distributor (B)(4). No patient injury/involvement.